Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that the unit didn't pass the pre-use checkout and both the patient hose and expiratory valve were found fault. There was not reported patient involvement.

Manufacturer narrative:
At the time the initial MDR was filed, the fe proposed that the expiratory valve be re-positioned. The reported event was resolved and the unit was returned to service.